Manufacturer narrative:
Results of device evaluation will be filed in a supplemental report when sample is received.

Event description:
PICC broke. While baby was being held by mother, the catheter came apart at the bd heart component. The catheter was partially dangling outside the sterile dressing, while the IV tubing and bd heart component were laying in the linen. The peripherally inserted central catheter (PICC) was removed with the catheter intact, while pressure was applied. The catheter was easily removed from the baby and was not replaced. This line was placed and dressed appropriately. All necessary documentation was completed and daily (q shift) assessments were also documented. No previous problems were noted with the line.